Manufacturer narrative:
Additional information: d9-return date: 03/23/2023. H3:device evaluation: lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
728275 2023 00792 sup2. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/1.0/090 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2023, the lens was exchanged for a same size lens due to refractive surprise. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Off-label - acd < 3.0 age > 45. Claim# (B)(4).